Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore, an investigation of the device or the lot history record could not be performed. Adenoid tip came off during adenoidectomy but was re-seated to complete the procedure. Following completion of surgery, physician noticed ring-shaped, 1st degree burn on skin of left cheek which may have occurred when tip fell off. Antibiotic ointment was applied to burn. At post-op f/u visit, burn had healed normally. If additional info becomes available, the MFR will file a f/u report.

Event description:
Pt experienced small burn on cheek during adenoidectomy when adenoid tip came off handpiece.